Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a perigee and a sparc on or about (B)(6) 2008 to treat her stress urinary incontinence and/or prolapse. It was alleged the plaintiff suffered pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion. These injuries are continuing and require ongoing medical care. Related to MFR report # 2183959-2012-03360.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).